Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 600 mg/dl and diabetic ketoacidosis. The customer administered a manual injection to address bg. Reportedly, the control iq algorithm was working appropriately based on the customer¿s continuous glucose monitor (cgm) sensor values of 120-130 mg/dl; however, the cgm sensor reading was inaccurate. Additionally, it was reported that the customer was using off label insulin (lyumjev) within the pump supplies and that the pump software did not suspend insulin delivery appropriately. At the time of the report with tandem technical support there was no additional information available. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.